Manufacturer narrative:
A photo was provided. One device was returned for analysis. As received asv valve was observed to be separated from the set tubing. Inspection of the bond location showed spotty solvent coverage on the tube. The tube and luer were found to meet manufacturing specifications. The complaint tube breaking from the connector can be confirmed. The probable cause is due to insufficient solvent coverage.

Event description:
It was reported that the cadd administration set tubing broke off from the connector. The device was programmed to deliver a continuous infusion rate of 0.6 ml per hour, with a total reservoir volume of 84 ml and a remaining volume of 42.8 ml. There was patient involvement. No patient harm or injury was reported.